Event description:
Registered nurse (rn) reports multiple incidents of blood leaks, during patient treatments, with ca-hp 210 dialyzers. The lot number is unknown and no more information is forthcoming.